Event description:
It was reported that, as per dr (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.